Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2016. The patient informed the csr that he manages his diabetes with insulin pump therapy and denied making any changes to his usual diabetes management regimen due to the alleged meter issue. The patient denied developing any symptoms however reported attending the emergency room (ER) on (B)(6) 2016 at around 2:30pm where he was treated with a glucagon injection. The patient denied that his blood glucose was tested with any other device. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product and there was no indication of misuse of the device. The csr documented the correct test strips were being used for testing and based on the information provided, the batteries did not need replacing. The csr noted the meter would not power on manually when the power button was pressed or when a test strip was inserted. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by a health care professional (hcp) after the alleged power issue began.